Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a change in hearing performance with the device. CT scans revealed that 4 channels are extra-cochlear. Prior to the decrease the user had good hearing performance with the device until a month ago ((B)(6) 2021).

Event description:
The user reported a change in hearing performance with the device. Prior to the decrease the user had good hearing performance with the device until a month ago ((B)(6) 2021). She started referring a sensation in the tongue with some sounds (high frequency sounds). Reportedly some channels were deactivated and the sensation in the tongue stopped but the user still reported poorer performance. Revision surgery is considered but has not yet been decided upon.

Manufacturer narrative:
Additional information: according to the received information, a partial postoperative migration of the active electrode array out of the cochlea was confirmed by diagnostic imaging. This most likely resulted in the observed non-auditory stimulation that required the affected channels to be switched off. Revision surgery is considered but no date has been scheduled yet.

Event description:
The user reported a change in hearing performance with the device. Prior to the decrease the user had good hearing performance with the device until a month ago ((B)(6) 2021). She started experiencing a sensation in the tongue with some sounds (high frequency sounds). As per additionally received information, as soon as the user started to perceive auditory stimulation, also lingual stimulation and discomfort were perceived. This was first noticed 6 months after surgery. Reportedly some channels were deactivated and the sensation in the tongue stopped but the user still reported poorer performance. The user was reimplanted on (B)(6) 2023.

Manufacturer narrative:
Device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the received information, the device was explanted due to a partial postoperative migration of the active electrode array out of the cochlea. This most likely resulted in the observed non-auditory stimulation. This is a final report.